Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl scr-v ha 3.7mm 3.5mm 13mm (svh13) was returned for investigation. Visual inspection of the as returned product identified some bone residue around the external threads and a fracture at the collar. Damage to the threads was caused by the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Reporter's last name and email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the collar of the implant fractured. As a result, the implant was removed. Tooth location 29.